Manufacturer narrative:
(B)(4). The device was not returned for evaluation as no device malfunction was reported; no product history was done as well as no lot was obtained.

Event description:
A female patient had a convergent procedure on (B)(6) 2017, off-pump and was heparinized. The epi-sense device was used as well as biosense webster rf catheter, patient was reversed with protamine. It was also reported that the patient had missed a dose of xarelto and had missed pre-and post-procedure medications. Sometime later that evening or the next morning, the patient suffered a stroke as confirmed by MRI. The surgeon reported that the patient recovered and thought that the missing doses of anticoagulation medications might have caused the stroke. Atricure came to know of this adverse event on (B)(6) 2017.